Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site when the stimulation is in use; the issue had been present over the last six months. Once the stimulation has been turned off, the patient reported a lower level pain remains at the site. The pt reported she had fallen but had not noticed any changes in stimulation after falling. The sjm rep met with the patient and determined there were contacts with low impedances. X-rays did not show any anomalies. The physician prescribed lidoderm patches. Increased a prescription, and planned to schedule the patient for lumbar facet injections.